Event description:
Pain in and around ear, jaw and neck. Limited jaw movement, pain around eyes, visual problems, fragmentation and displacement of the implant, bone degeneration/soft tissue deterioration, joint noise, nausea, dizziness, light headedness, severe condylar bone loss.